Event description:
It was reported that the micro reciprocating continued running without user activation during a procedure. There was no patient or user injury associated with this event.

Manufacturer narrative:
The reported run-on was not able to be duplicated by a manufacturer repair technician through functional evaluation. However, upon disassembly, a worn motor cartridge was found, which can contribute to the reported event.

Event description:
It was reported that the micro reciprocating continued running without user activation during a procedure. There was no patient or user injury associated with this event.